Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) bootlooped 3 times on (B)(6) 2025. On (B)(6) 2025, they were seeing the same patient on multiple beds on the cns. Bed ids: (B)(6): when patient (B)(6) was admitted, they were displayed in 2 tiles. Patient (B)(6) went to surgery, but also showed up in (B)(6). Tech support (ts) recommended a power cycle. After the power cycle, patient data was normal across all tiles. Issue resolved. Ts recommended samantha to check the nurse's workflow when admitting, discharging, and changing beds. As this issue was most likely a user workflow error. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) bootlooped 3 times on (B)(6) 2025. On (B)(6) 2025, they were seeing the same patient on multiple beds on the cns. Bed ids: (B)(6): when patient (B)(6) was admitted, they were displayed in 2 tiles. Patient (B)(6) went to surgery, but also showed up in (B)(6). Tech support (ts) recommended a power cycle. After the power cycle, patient data was normal across all tiles. Issue resolved. Ts recommended samantha to check the nurse's workflow when admitting, discharging, and changing beds. As this issue was most likely a user workflow error. No patient harm was reported. Investigation conclusion: review of the event determined that the issue was related to user workflow during patient admission, discharge, or bed changes. After a power cycle of the cns, patient data displayed correctly across all beds, and the issue did not recur. The root cause could not be determined. Additional device information: d10: concomitant medical device: bedside monitor model: bsm-6301a sn: (B)(6). Bedside monitor model: bsm-6301a sn: (B)(6). Bedside monitor model: bsm-6301a sn: (B)(6). Bedside monitor model: bsm-6301a sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) bootlooped 3 times on 09/25/2025. On 09/29/2025, they were seeing the same patient on multiple beds on the cns. Bed ids: (B)(6): when patient (B)(6) was admitted, they were displayed in 2 tiles. Patient (B)(6) went to surgery, but also showed up in (B)(6). Tech support (ts) recommended a power cycle. After the power cycle, patient data was normal across all tiles. Issue resolved. Ts recommended (B)(6) to check the nurse's workflow when admitting, discharging, and changing beds. As this issue was most likely a user workflow error. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) bootlooped 3 times on 09/25/2025. On 09/29/2025, they were seeing the same patient on multiple beds on the cns. Bed ids: (B)(6): when patient (B)(6) was admitted, they were displayed in 2 tiles. Patient (B)(6) went to surgery, but also showed up in (B)(6). Tech support (ts) recommended a power cycle. After the power cycle, patient data was normal across all tiles. Issue resolved. Ts recommended (B)(6) to check the nurse's workflow when admitting, discharging, and changing beds. As this issue was most likely a user workflow error. No patient harm was reported. Additional device information: d10: concomitant medical device: bedside monitor model: bsm-6301a sn: (B)(6). Bedside monitor model: bsm-6301a sn: (B)(6). Bedside monitor model: bsm-6301a sn: (B)(6). Bedside monitor model: bsm-6301a sn: (B)(6).